Event description:
It was reported that during an in-clinic follow-up, episodes of over-sensed noise were noted on the right atrial (ra) lead. The patient then presented for a routine device change out procedure, and upon review, it was noted that the ra lead had an insulation abrasion. On (B)(6) 2024, the lead abrasion was repaired, and the lead was reprogrammed. There were no patient consequences, and the patient was discharged.